Manufacturer narrative:
There was no allegation that an intuitive surgical, inc. (Isi) product contributed to the excessive bleeding. A review of the logs for the reported procedure date was conducted. There were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a single port (sp) da vinci-assisted nipple-sparing mastectomy (nsm) surgical procedure, there was a conversion back to open (the procedure had begun open) to address excessive bleeding at the medial edge of the breast due to patient anatomy and for user efficiency. This conversion was already anticipated as a feasible and expected alternative. The procedure was designed to combine both open and robotic techniques. The exact amount of blood lost is unknown, but interventions to control the bleeding included the use of floseal, bipolar coagulation with sp fenestrated bipolar, and ligasure during the open procedure. No blood transfusions were administered.